Manufacturer narrative:
This supplemental report is being submitted to provide the original equipment manufacturer (OEM) investigation. The OEM could not conclusively determine the cause of the reported event as no device was returned; however, the reported intermittent loss of image could not be ruled out as a possible cause of the reported patient perforation. The instruction manual states, ¿if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the endoscope and withdraw it from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Inserting or withdrawing the endoscope, using endotherapy accessories, performing flexibility adjustment, performing suction,feeding air, or performing angulation control under these conditions could result in patient injury, bleeding, and/or perforation.¿

Manufacturer narrative:
The scope was not returned to olympus for evaluation. In addition, the serial number of the scope was not provided by the user facility. Therefore, olympus was unable to perform a device history search. The cause of the reported event could not be determined at this time; however, user handling, operator¿s technique, and patient's pre-existing condition could not be ruled out as contributory factors to the reported event. The instruction manual for use states, ¿never perform flexibility adjustment, operate the bending section, feed air or perform suction, insert or withdraw the endoscope¿s insertion section, or use endotherapy accessories without viewing the endoscopic image or while the endoscopic image is frozen. Patient injury, bleeding, and/or perforation may result. Never insert or withdraw the endoscope¿s insertion section while the focus setting is set to the near focus mode. Patient injury, bleeding, and/or perforation can result. When the endoscopic image does not appear on the monitor, the image sensor may have been damaged. Turn the video system center off immediately. Continued power supply in such a case will cause the distal end to become hot and could cause operator and/or patient burns."

Event description:
Olympus was informed that during a therapeutic colonoscopy procedure, the patients¿ colon was perforated. It was also reported that the video tower made an intermittent ¿clicking noise.¿ at the same time the noise occurred, the image would flicker on and off. It was reported that the image flickered approximately 5-6 times during the procedure. The physician continued to use the same scope for the duration of the procedure. After the procedure, the devices connected to the video tower (olympus model# k10006317) were unplugged, and plugged directly into the wall socket. The image then became stable the rest of the day. The user facility further reported that they are replacing the video tower transformer. In addition, the user facility reported that they are unable to confirm what caused the perforation. The patient was reported to be in critical condition.